Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that error 1871 was recorded in history. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "1871" error code message on power up when batteries were inserted during the investigation. Service recommended a motor and scratched lcd lens to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1871 and had a scratched lens. No patient was involved in this event. No adverse effects were reported.